Manufacturer narrative:
Corrected data: device available for evaluation -yes, returned on 05/29/2014. Device evaluated by manufacturer - yes. Additional info / device evaluation: visual inspection of the returned lens was conducted. Results revealed that the lens was cut into four pieces most likely to explant the lens. The optic is cut in half and both haptics are detached. Visual inspection using a microscope at 12x magnification shows the lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens because of the presence of a diffractive ring pattern on the optic. Due to the condition of the returned lens further analysis is not possible. The reported complaint cannot be confirmed. In addition a review of the manufacturing records was conducted. Results revealed all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that a male patient who was implanted with a zmb00 21.5 diopter intraocular lens in the right eye was experiencing double vision and that visual acuity was not as good as expected. The lens was explanted six (6) weeks post implant. The surgeon cut the lens into sections and it was removed in its entirety and replaced with a non-amo manufactured lens. The patient is reportedly doing well with the new lens.

Manufacturer narrative:
Age or date of birth was not provided therefore this field is not completed. (B)(4). All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.